Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultramini meter had read inaccurately high. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient informed the csr that she tests her blood glucose 4 to 5 times a day and manages her diabetes with humalog insulin (based on a sliding scale) and a set dose of lantus insulin taken at bedtime. The patient reported that she obtained an alleged inaccurate high blood glucose reading of "33.3 mmol/l (599 mg/dl)" with the subject meter on an unspecified day in (B)(6) of 2011. The patient claimed at the time she obtained the elevated reading she was feeling tired, had no energy and had a "dry, pasty mouth." The patient confirmed that she associated the symptoms with an elevated blood glucose. In response to the high reading, the patient reported that she took 18 units of humalog insulin according to her sliding scale. At an unspecified time later that evening, the patient reported that she got up from her bed because she was not feeling well (the patient did not recall the specific symptoms she was feeling). The patient did not recall if she tested her blood glucose at the time she got up from her bed. The patient claimed after getting up she fell down the stairs and was taken to the hospital by her spouse where she was treated for her injuries (broken arm, leg, rib and toe). At the time of the follow-up call, the patient claimed she had no recollection of how she fell down the stairs. She was unable to confirm if she slipped or lost her balance. The patient stated that prior to her spouse taking her to the ER he had treated her "low blood glucose" with glucose tablets. The patient reported that when she arrived to the ER she was treated for her injuries and when they did check her blood glucose it was neither high nor low. The patient denied being treated for either a high or low blood glucose by an hcp. At the time of troubleshooting, the csr noted that the patient no longer had the subject meter. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly was treated for a "low blood glucose" after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k061118.